Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed high rv lead impedance and an increase in threshold during the clinic visit. High voltage lead impedance was confirmed and sensing was normal. The lead was capped and replaced due to fracture.